Event description:
An aneurx stent graft system was implanted in patient for endovascular treatment of abdominal aortic aneurysm. The current max abdominal aortic aneurysm diameter measured 54.4 mm. The current proximal aortic neck diameter measured 23.6 mm at 1 mm below the lowest renal artery, 26.6 mm at 10 mm below the lowest renal artery, 31 mm at 15 mm below the lowest renal artery, and 33.7 mm at 20 mm below the lowest renal artery. The current proximal aortic neck length measured 35 mm. The current proximal aortic neck angle measured 94 degrees. It was reported that on a CT scan done approximately 14 years and 4 months after the index procedure. The aneurx bifurcate stent graft migrated leading to a proximal type I endoleak was observed. The patient received treatment. The physician implanted four aptus endoanchors into the aneurx bifurcate stent graft and then implanted an endurant cuff, resolving the event. Per the ph ysician, the cause of the migration leading to proximal type I endoleak was due to patient anatomy, aortic neck dilatation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.